Manufacturer narrative:
Based on the provided data and information, the investigation determined that the issue was consistent with environmental contamination at the customer site, which affected estradiol (e2) measurements. The contamination was most likely from contaminated dust or residue within the cobas e801 analyser area or the surrounding laboratory environment.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e 801 analytical unit. For one sample, the initial result was 122 pg/ml. Approximately 0.5-1 hour later, the sample was repeated, and the result was 43.8 pg/ml. The customer's lis calculated the average of measurements, and a result of 82.9 pg/ml was released as the final. This prompted a physician to request further review, as a lower estradiol result was expected for this patient. The next day, the sample was repeated, and the results were 43.8 pg/ml and 44.8 pg/ml. The customer believed these results fit the clinical picture.